Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5179872 and mw5179873 diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of the patient experienced hypoglycemia events without specific symptoms reported. Please see related record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 12/29/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. This is two of two reports of the patient experienced hypoglycemia events without specific symptoms reported. According to a report received via maude sometime around january of 2023, the patient mentioned ¿device accuracy did not match needlestick blood glucometer readings¿ the bg reading was lower than 45 mg/dl during the events and required use of baqsimi (nasal glucagon). At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.